Event description:
Customer reported the c-arm will not hold its position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the hardware on the arm. System operates as intended.